Event description:
It was reported that the pump's usb port was loose, causing difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.